Event description:
It was reported that a bridge bolus was not performed. The patient was seen by the healthcare provider (hcp) on (B)(6) 2012 when a refill with drug concentration change was done and the bridge bolus was not done. Drug delivered via the device was morphine (new - 25 mg/ml; old 50 mg/ml). It was later reported on (B)(6) 2012 that patient experienced no symptoms after 50 mg/ml was changed to 25 mg/ml of morphine without changing any programming. A modified bridge bolus was programmed before concentration of old drug had cleared the catheter. Patient was noted as doing fine.

Manufacturer narrative:
Catheter: model 8709, lot# l55567, implanted: unk, explanted: unk; programmer; model 8840, serial# unknown.